Event description:
During the procedure, the lesion power knob was damaged causing a procedure cancellation. Following one treatment of ablation for 180 seconds, the output could not be increased if the knob was turned. Another 180 second ablation was scheduled. The knob was removed and the control was directly turned however output would still not increase. The procedure was cancelled.

Manufacturer narrative:
No case study files or product was returned for investigation and no further information is available at this time. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information provided to abbott on (B)(6) 2017, the cause for the reported event is consistent with a degraded product that is at the end of its expected life cycle.